Event description:
Will need surgery to remove; CT scan showed migration of essure coil from the right fallopian tube into the endometrial cavity. Have pain and discomfort, as well as other health issues. Consult with surgeon for removal - as the scan does not clearly show if coil is actually embedded in tissue, and after trying to look via hysteroscope (had to stop as scope wouldn't enter uterus without significant pain), moving forward with surgery on 6/15 to either remove tubes with cornual resection or remove tubes and uterus if coil is embedded in tissue when they go in and look. I had essure implanted in early 2009, with the hsg follow up test 3 months after that confirmed placement and tubes occluded at that time. For something that was supposed to be easy and surgery free I'm concerned and upset that I now have to go through surgery removing reproductive organs from a metal coil that should never have been approved and sold for use. FDA safety report ID# (B)(4).